Event description:
New information received notes that the patient condition was stable before, during, and after the pacemaker explant and replacement procedure.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6)2021.

Manufacturer narrative:
The reported event of longevity estimator not being accurate and premature discharge of battery was not confirmed. The device was returned for analysis. Electrical and mechanical analysis was normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker was explanted. The explant date and patient condition was not provided.

Manufacturer narrative:
It was reported the patient remotely. Review of the transmission revealed, the pacemaker (pm) exhibited premature battery depletion. No intervention was performed. There were no patient consequences.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed, the pacemaker (pm) exhibited premature battery depletion. No intervention was performed, the patient would continue to be monitored. There were no patient consequences.